Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not yet been returned to zoll for evaluation. A supplemental report will be submitted upon receipt and completion of the evaluation of the electrode belt. No adverse event occurred as a result of the reportedly defective belt. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that one of the wires on the patient's electrode belt was disconnected from the tactile box and the system was constantly alarming. The patient was issued a replacement electrode belt.